Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of urticaria chronic ('hives/ chronic urticaria/ wanted it out/ hive free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced urticaria chronic (seriousness criteria medically significant and intervention required), pruritus ("itching"), rash ("rash"), eczema ("eczema") and autoimmune disorder ("autoimmune disease") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the urticaria chronic, pruritus, rash, eczema, uterine leiomyoma and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, eczema, pruritus, rash, urticaria chronic and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaints most recent follow-up information incorporated above includes: on 25-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of urticaria chronic ('hives/chronic urticaria/wanted it out/hive free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced urticaria chronic (seriousness criteria medically significant and intervention required), pruritus ("itching"), rash ("rash"), eczema ("eczema") and autoimmune disorder ("autoimmune disease") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the urticaria chronic, pruritus, rash, eczema, uterine leiomyoma and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, eczema, pruritus, rash, urticaria chronic and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaints. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.